Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is an association between breaking the sterile pathway of pd therapy and the event of peritonitis.

Event description:
Medical records were received and reviewed. Based on the medical records this (B)(6) male end stage renal disease (esrd) patient started continuous cycling peritoneal dialysis (ccpd) therapy, carried out daily, on (B)(6) 2013. The patient¿s pd prescription is ccpd therapy seven times per week, estimated dry weight (B)(6), four exchanges, fill volume 2,500ml. On (B)(6) 2015, the patient presented to their pd clinic for their monthly visit with cloudy effluent; pd fluid was collected for gram stain, cell count, culture and sensitivities, and ceftazidime 1gm and vancomycin 2gm were prescribed via ip route with frequencies not reported. The patient¿s pd nurse stated the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. On (B)(6) 2015, the patient was administered ceftazidime 1gm and vancomycin 2gm via ip route. As of (B)(6) 2016, the signs and symptoms of peritonitis have resolved, the patient continues continuous cycling assisted peritoneal dialysis (ccpd) without any further issues. It is unknown if the prescribed antibiotic therapy was completed.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported on (B)(6) 2016 he had developed an episode of peritonitis. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated on (B)(6) 2015 the patient had contacted the clinic reporting of cloudy effluent. The patient was requested to come into the clinic for fluid culture and was diagnosed with an episode of gram positive peritonitis on (B)(6) 2015. The pdrn was unable to provide the exact culture results at this time. The nurse stated the infection was attributed to touch contamination, where the patient did not practice aseptic technique during treatment. There were no reported fluid leaks during treatment prior to infection. The nurse stated the patient was not hospitalized for the episode of peritonitis and was initially treated in-clinic and continued antibiotic medication treatments at home. As of (B)(6) 2016, the signs and symptoms of peritonitis resolved, and the patient continued use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without issue. Medical records were requested.